Event description:
It was reported that this procedure was to treat a lesion distal to a previously implanted stent, during another procedure. The guide was advanced and the stent delivery system (sds) was being advanced through the previously implanted stent, when it dislodged in the distal of the stent and protruding in the vessel distal to the lesion. A balloon was used to compress the stent against the vessel wall and then another stent was deployed to cover the stent and also cover the intended lesion site.